Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, in approximately 2012, this patient underwent a bilateral total knee replacement and was implanted with optetrak devices. In approximately 2023, their surgeon recommended bilateral revision surgery which plaintiff is in the process of scheduling. Historical record & smartsolve searched for patient name with no results. Unable to locate initial surgery in ebi. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: a2, a3, d4, d5, g1, g3/g4, h4, h6. The following sections were corrected: d1, d4, d6a, g1, h6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.